Manufacturer narrative:
The pump passed the displacement, rewind, seating and basic occlusion tests. The pump was returned for a pump error. The format history file analysis confirmed the pump error was due to a software error. The pump was received with a cracked reservoir tube lip, a scratched case and a fading serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received pump error on their device. No further information provided.